Event description:
The customer reported that false positive total human chorionic gonadotropin (thcg) results were obtained on six patient samples on an advia centaur xpt analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the original analyzer with new reagent pack. The repeat results recovered negative. The repeat results were considered correct and reported to the physician(s) as they were consistent with the patient¿s clinical history. There are no known reports of delay, patient intervention, or adverse health consequences due to the false positive thcg results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that total human chorionic gonadotropin (thcg) results were obtained on six patient samples on an advia centaur xpt analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the analyzer, reviewed the error logs, performed the total service protocol, checked the dark count values, inspected the analyzer for leaks, verified the aspiration and dispense functions for all probes, and calibrated the reagent probe 1. During the next visit, the cse identified a small leak in the wash displacement (wd) water probe area, replaced the wash manifold and the wash separation manifold. After this, the cse ran precision and quality control (qc), which recovered within acceptable ranges. Siemens evaluated the event and concluded that the cause of the event is inconclusive. The instrument is performing according to specifications. No further evaluation of this device is required.